Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted. The device was returned to guidant without any allegations of product malfunction. Upon receipt at guidant's reliability assurance laboratory, engineering calculations determined that this device did not meet expected longevity predictions as defined in labeling.